Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the foam of air inlet path assembly was lifted up and that the air intake of blower was blocked was observed. The device's air inlet path assembly needs to replaced to address the issue.